Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid reflux after stopping water delivery, and the flow rate cannot be regulated. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increased. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump head malfunctioned. The reported malfunction occurred during preparation for a diagnostic gastroscopy prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump head malfunctioned. The reported malfunction occurred during preparation for a diagnostic gastroscopy prior to sedation. There were no reports of patient injury or medical intervention associated with this event.